Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - blue 30. It was stated that the bulb hit the glass of the headlight and it caused fall of the glass particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or injury.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - blue 30. It was stated that the bulb hit the glass of the headlight and it caused fall of the glass particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or injury. Defective parts were replaced and device was returned to usage. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to the bulb which had hit the glass of the headlight. We have received information whether the device was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The explosion of the halogen bulb can be caused by: - a wear of the filament due to the excess of recommended replacement cycle - a weakness of the bulb caused by foreign particles - a power supply parameter non-compliance technical manual includes the information regarding the replacement of the bulb. To avoid similar incident it is recommended to: - replace the bulb every 600 hours - do not touch the glass body of the halogen bulb with the bare fingers - adjust the voltage to 22.8 +/- 0,4v ac+dc at the bulb terminals we believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.